Event description:
It was reported to boston scientific corporation that an advantage and a solyx were implanted into the patient on (B)(6) 2016. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: pelvic pain; groin pain; thi pain; diff bowel; rec incont; aggrav incont; damage; nonsurgical treatments: on (B)(6) 2016 the patient commenced pain medication: panadol/nurofen for the treatment of: pain treatment. Treatment duration: ongoing. On (B)(6) 2016 the patient commenced incontinence medication: vesicare + betmiga for the treatment of: treat incontinence. Treatment duration: ongoing. On (B)(6) 2016 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: help pelvic floor. On (B)(6) 2016 the patient commenced topical treatment (including oestrogen cream): oestrogen cream. Treatment duration: ongoing. On (B)(6) 2017 the patient commenced injections (not associated with surgical treatment): botox injections for the treatment of: to help with incontinence. Treatment duration: when required.

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.